Manufacturer narrative:
The complaint sample was not received for evaluation to date and the distributer has agreed to proceed with the complaint investigation without the complaint sample. Thus, the reported event is non-verifiable. The device history records (dhrs) were reviewed and no discrepancies were discovered. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly and a supplemental medwatch 3500a emdr will be submitted as well. No further investigation is required at this time. H6: updated method, results and conclusion codes.

Manufacturer narrative:
The complaint sample has not yet been received for evaluation. Once the device is received and the investigation is completed, a follow-up medwatch 3500a emdr will be submitted. Report received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the offset pinnacle cup impactor broke at where the handle twists into the cup. A pin broke off which was discarded. No adverse events nor patient consequence were reported as a result of the malfunction.